Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/07/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot pdh850, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis a detached needle, a suture piece, an empty opened foil and an empty labeled winding former of product code sxpp1b105, lot pdh850. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by surgical instrument were observed. The suture piece was examined, and the ends isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2020 and barbed suture was used. The suture was broken after putting the 1st stitch during continuous suturing, though no extra force was applied to the suture. There were no adverse consequences to the patient.